Manufacturer narrative:
(B)(4). Date sent: 7/9/2020. D4: batch # t5f156. Device analysis: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled and the spring firing trigger was noted to be out of its intended position. While no conclusion could be reached as to how the spring firing trigger became out of position. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. In addition, a sample of the batch is inspected at fgqa. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a lap gastric sleeve, a small spring fell out during the use of plee60a, so the surgeon replaced it with a new one. But the small spring was missing during the transportation. Surgery was not delayed and was successfully completed. There were no patient consequences.